Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. However, it¿s possible the cause is related to effects of other system-related issues, but the causal factors have not been identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to power off the cv-190/clv-190, clean the connectors on the scope with an alcohol prep pad, allow to dry completely, plug scope back in, and to power on the device; however, the issue persisted. Tac then asked the customer to power off the device, reseat the digital light source cable on the back, clean the socket, and to plug scope back in. Tac asked the customer to take the scope to another tower but the issue continued. A follow up was made and the customer confirmed that the issue was related to the provation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display a b30 error with multiple scopes. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.